Event description:
It was reported that the patient experienced a cessation of the stimulation sensation, that began two to three weeks ago. There was no known related incident or accident reported. The patient's implantable neurostimulator was set at 4.0 volts. Impedance readings were greater than 4,000 ohms on some of the bipolar pairs. The default settings had impedance readings as follows: c-o = 3141; c-1 = 1679; c-2 = 548; c-3 = 679; 0-1 = 679; 0-2 = 679; 0-3 > 4000; 1-2 = 679; 1-3 = 3141; 2-3 = 679. The stimulation was increased to 10.5 volts, but the patient still did not feel any stimulation. The patient's device was reprogrammed to c+, 1-, 2- and the patient felt stimulation at 3 volts. The patient received the required stimulation coverage and was "doing fine." There were no further interventions planned as of the date of this report.

Manufacturer narrative:
(B)(4).